Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely cause(s) of this event is excessive leverage force applied during use and/or flexing the joint during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a deltoid repair, the surgeon wanted to use the k-wire with the cannulated 2.7 drill bit for his talus anchor placement to make sure he had the right angle before drilling the solid drill. In the process of drilling, the cannulated drill bit broke at the tip. Bone quality was reported to be hard. X-rays were taken but pictures were not provided. To complete the procedure the surgeon took the k-wire out and got out as much of the broken piece as he could. The surgeon was able to retrieve 98% of the shattered drill tip, but had to leave a piece as he was unable to grab it without destroying his drill hole. Surgeon used the solid 3.4 drill bit that comes in the kit to proceed with the case.